Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 443 mg/dl at the time of incident. Customer stated that the infusion set cannula was bent. Customer stated that the blood glucose level was over 600 and by midnight it was dropped to 243 mg/dl and again it was 448 mg/dl. Customer treated their high blood glucose with manual injection and insulin pump. Customer¿s blood glucose level went to low as 50 mg/dl, however they ate tomato soup. The customer experienced symptoms such as vomiting. The customer was using insulin pump within 48 hours of reported event. Customer alleging insulin pump was under delivering due to high blood glucose was not going down. Customer performed high pressure test and it was passed. Customer¿s blood glucose level went to 53 mg/dl and they declined for troubleshooting for low blood glucose. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.